Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient presented for an examination and found that they exhibiting classic symptoms of tmj pain. The patient has no history of pain, muscular spasms or jaw misalignment until now. The change of occlusion after a few months experience with byte caused very severe tmj symptoms including extreme difficulty closing the patient's teeth together. Since patient ceased wearing the aligners this has led to improvement with their painful symptoms. It is strongly recommended that they cease the aligner treatment with byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.